Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached form for investigation.

Event description:
On 05/11/2022, it was reported by a sales representative via sems that an ar-1600m 3-point shoulder distraction system was broken, was not distracting. A piece was sticking out and the device would not stay upright, they had to hold onto it during an unspecified procedure. This was discovered during use with no impact to the patient.